Manufacturer narrative:
Mayfield composite series skull clamp was not returned for evaluation and lot number information has not been provided; therefore, an evaluation of the device could not be performed, and manufacturing records could not be reviewed. User preference issue, surgeons do not like the composite mayfield skull clamps.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that the surgeons feel that the mayfield skull clamp (a3059) are not stable enough. They are of the view that when closing on a patient, the ratcheting teeth slides too easily, and it gives the surgeon "a sense that it could crush their patient's head." Additional information received from the facility clarifies that there have been no failures or patient injuries with the a3059 unit.